Manufacturer narrative:
This supplemental MDR #1 2112667-2024-02514 is being filed to report the initial MDR was filed in error as it was a duplicate of initial MDR 2112667-2024-02361.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The automatic manual switch was cleaned to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.